Manufacturer narrative:
Device returned to manufacturer on april 15, 2019. Received two (2) new 011-d1005 tego connectors lot# 3940487 for investigation. No visible damage or anomalies were observed. No mating devices were returned to evaluate with the two new d1005 tego connectors. The reported used device(s) was/were not returned. The two new d1005 tego connectors were pressure and vacuum leak tested and both met performance expectations outlined in the product performance specification. The male luer and threads were measured and found to be design compliant. The complaint was unable to be confirmed. A device history review (DHR) lot# 3940487 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint. Additional information in MFR site and device evaluated by MFR.

Manufacturer narrative:
The initial product is not available for evaluation since it was disposed of but samples with the same lot numbers are available for testing. No mating device is available to be tested. It is yet to be received.

Event description:
The event involved a tego that disconnected from the dialysis machine tubing. After 1hour 30 minutes of dialysis, the nurse came to see the machine because of an arterial pressure alarm, the patient told her that he didn¿t feel good. The nurse raised the sheet and noticed blood all around the catheter at the tego cap thread. The patient complained of malaise. The patient¿s hemoglobin decreased from 11.2g/dl to 10.4 g/dl, they then immediately transfused 2 units of rbcs. The patient returned to baseline condition after the transfusion. There was patient involvement, with adverse event, no adverse operator consequences, and with medical intervention required. The device was changed out and replaced by another type of cap. No further problems were encountered.